Event description:
It was reported that there was no capture on the left ventricular (lv) lead. It was disclosed at this time that the patient had recently experienced video assisted thoracic surgery, and that electrosurgery was used in close proximity to the patient's implanted competitor device. Approximately one month after this incident, the patient was discovered to be expired. No details surrounding the patient's death were available upon inquiry, and no cause(s) of death were identified in this case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).